Event description:
Per independent repair center statement the unit is alarming or red light. The key failure is the pilot valve for the manifold was leaking. Additional malfunctions include the o-ring for the manifold were leaking, the filter box was dirty, and the filter for the sound system was dirty.